Manufacturer narrative:
The insulin pump was received with frozen screen after battery installation followed by a constant audio anomaly. The problem was isolated to the mother board. The pump was unable to verify button anomaly due to frozen screen. The pump had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating an audio anomaly and frozen screen from the insulin pump. The customer's blood glucose reading was 217 mg/dl. The customer stated that the new battery did not restore the normal pump's function. The customer stated that her pump made a high pitch beeping noise and the alarm is not present. The customer stated that she was in the restroom and the pump fell off. The customer stated that the alarm and buttons were not working properly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.